Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported, the patient was not receiving full stimulation coverage. The physician ordered x-rays which revealed one of the leads had migrated to the right. Reprogramming was unable to provide full stimulation coverage. The physician planned surgical intervention to address the issue.